Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "check iab" alarm; the iab was removed. Therapy was discontinued. No pt injury was reported. During the evaluation of the system, the unit shut down while operating on battery power.